Event description:
It was reported that an infusion set detached, tubing was replaced, and the user subsequently experienced a blood glucose reading at the device¿s ¿high¿ level while using the ilet with a contact detach set; a full supply change was recommended and the user planned to change the infusion set, with blood glucose questionnaires obtained and a follow-up planned to confirm a downward trend. Symptoms included hyperglycemia. Outcomes included temporary functional impairment related to elevated glucose requiring troubleshooting and education. Investigation included troubleshooting with the user and education on a full supply change and site management. Investigation of this case revealed use-related issues consistent with an infusion set dislodgement or compromised infusion pathway after tubing replacement, leading to inadequate insulin delivery and hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.